Event description:
During follow-up, decreased sensing was observed on the right atrial (ra) lead. The physician attempted to resolve the issue by repositioning the ra lead but was unsuccessful. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and diagnostic imaging of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of decreased sensing was not confirmed.